Event description:
The device was used during a procedure on the kidney. Reportedly, the instrument was difficult to open. The surgeon resected the tissue at the application site to remove the instrument and the pt lost 2400 cc of blood. The hospital has reported the pt's condition is satisfactory.

Manufacturer narrative:
10/14/1998- supplemental report #1 sent to FDA. Received a medwatch from the user facility. Additional data entered in b7, f8 and f13. Corrected data in d9 and h3. Evaluation codes entered in h6.